Event description:
The doctor reported that during a laser vision correction procedure and while preparing to perform a flap cut with the femtosecond laser the patient chair back started to rise without the switch being activated. The doctor placed his hand in between the laser and the patient to block the patient's eye. The technician was able to stop the chair by pushing the emergency stop and pulling the power cable. There was no harm to the patient however the doctor had his hand squeezed. There was no damage to the doctor's hand.

Manufacturer narrative:
(B)(4) unintentional chair movement. The amo field service specialist inspected the chair at the customer's location and found the control switch to be corroded due to contact with balanced salt solution. Field service replaced the chair controller and disabled the chair back-rest. The chair was placed back into service. All pertinent information available to amo has been submitted. Should new information that changes the facts and/or conclusion of this report become available a supplemental report will be submitted.